Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a an irritation on his back underneath the lifevest. The patient's doctor recommended cortisone cream for the irritation. The irritation cleared up after using the cream.